Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.